Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultra2 meter is getting an "apply sample" message. The complaint is classified based on the documentation of the customer care advocate (cca). The medical affair specialist also called the pt to obtain/clarify more info. The pt tests her blood glucose 3 times per day. The pt takes a set amount of insulin twice per day (50 units of 70/30 novolog in the morning, 25 units of 70/30 novolog at night). The pt does not adjust her insulin according to the meter reading but does adjust her food intake based on what the meter reading is. A replacement meter was sent to the pt after she called lfs one month earlier to report a different issue. The pt has been getting the apply sample message and has not been able to test since the following month. The pt reported that she had symptoms of "sweating and shaking" during the time period when she was without a meter. The pt stated that she had to purchase a new meter from the pharmacy (unspecified time and date). She was able to obtain a reading of "36 mg/dl" from her backup meter (unspecified time and date). However, it is not clear whether she obtained the reading before or after she developed her symptoms. There was no required medical intervention due to the reported issue. The pt did not take any action regarding diabetes treatment as a result of the reported issue. During troubleshooting, the cca verified that the pt was not using the correct technique to apply this sample, and the sample was drawn into the test area. However, the pt did not have any more test strips to verify whether the correct technique was used. The complaint is being reported due to an unresolved "apply sample" issue. The pt developed symptoms of "sweating and shaking" after she was not able to test with her meter. The meter, test strip, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.